Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. Physician later noted, "leaking at valve site". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed, as adhesive failure. Additional observations: fluids observed, crease flat observed.